Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 3.50mm x 15mm nc emerge® balloon catheter was inflated twice. During the second inflation at 16 atmospheres for 45 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the very calcified left anterior descending (lad) artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. No patient complications were reported and the patient's status was stable.